Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was not duplicated. The evaluation did find that the device had excessive gear noise and the contact pins were burnt. The motor flexstrip was cracked and has mineral deposits on it and the teeth on the face gear and pinion gear were damaged. The device was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There has been no reported patient or user injury, and the case was completed successfully.